Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 to report that on (B)(6) 2016 patient had continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 08/24/2016 and did not confirm the reported event of inaccurate cgm values. A definitive root cause could not be determined.